Event description:
The patient reported being hospitalized one week post implant. The patient reported no tremor symptom control. After being seen at the hcp office the patient was scheduled for surgery. Add'l info was requested and indicated that patient had a great deal of intraoperative anxiety. Post operatively, he experienced confusion, memory loss and some psychosis. All symptoms resolved within several days. The hcp was not able to obtain good tremor control for the patient intraoperatively. Do to the patient's high level of anxiety, the dbs lead was left at the "best guess target" and the case was halted. The hcp discovered post-operatively, a very slight bend in the cannula set that may have contributed to sub-optimal lead placement. Several attempts were made to reprogram the device for optimal symptom control. The cannula set was replaced and the patient underwent revision of the lead in september. The hcp was still unable to get good tremor control after multiple attempts. The system components were removed as the neurologist present during the surgery felt the tremor may be a typical and of unknown etiology. The event was not thought to be related to any equipment malfunction.